Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, showed a dried body fluid or blood at area of terminal connector was noted and no damage at terminal area of lead. Stylet insertion difficulty approximately five millimeters from terminal pin due to dried blood.

Event description:
Boston scientific received information that this right ventricular (rv) lead was a case of an attempted implant due to damage of lead body and terminal end. Boston scientific technical services (ts) noted that physician was unable to get stylet in lead after series of repositions. This rv lead was never in service. No adverse patient effects were reported.